Event description:
It was reported that on (B)(6) 2012 a programming error occurred while programming a pump. The health care provider had ordered the dose to be increased from 778.4 mcg/day to 880 mcg/day, which was a 13% increase. Instead the dose was increased from 778.4 mcg/day to 8761 mcg/day, and the programmer displayed this to be a 13% increase. The patient had a sudden onset of overdose symptoms. The patient experienced respiratory failure, which required intubation. The drug in the pump was lioresal. The dose was programmed incorrectly and the percentage increase was incorrectly displayed on the physician programmer and telemetry strip. The patient was hospitalized and sent to the intensive care unit. A dose adjustment was made. It was noted that the patient had a full recovery and was now receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709, lot# j11198r66, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported the dose had been increased to 8761.6 micrograms per day in the initially reported programming/programmer error. The last change on the programming session report was (B)(4) 2012. The event resulted in respiratory instability. The pump had been programmed to stopped pump mode for 1 minute on (B)(4) 2012.